Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and oversensing. The lv lead was reprogrammed but it did not resolve the loc. X-ray confirmed the lv lead dislodgment as the cause of loc and oversensing. The lead will be revised. At this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies, besides the stylet insertion test failed, the blockage encountered approximates 0.365 mm from the terminal end, likely due to body fluid. The x-ray showed no conductor issues. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and oversensing. The lv lead was reprogrammed but it did not resolve the loc. X-ray confirmed the lv lead dislodgment as the cause of loc and oversensing. The lead was explanted and replace with a non boston scientific product. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and oversensing. The lv lead was reprogrammed but it did not resolve the loc. X-ray confirmed the lv lead dislodgment as the cause of loc and oversensing. The lead was explanted and replace with a non boston scientific product. No additional adverse patient effects were reported.